Event description:
The patient was using the abbott freestyle libre 2 glucose sensor, and experienced erratic glucose readings while wearing the sensor. On two separate occasions, her glucose values fluctuated from dangerously high to critically low levels. During the first incident, her glucose dropped to a level that required hospitalization. In the second incident, she experienced loss of consciousness, and woke up in an ambulance. The patient reports that these events caused significant concern regarding the reliability of the device.